Event description:
It was reported following a percutaneous coronary intervention, a right femoral angiogram revealed the puncture to be suitable for angio-seal deployment. Following deployment, the access site bled and manual compression was applied. Post deployment pulses on the right leg were absent. The left femoral artery was accessed and a contralateral right femoral arteriogram was performed revealing a focal stenosis proximal to the right femoral artery site with impaired distal flow. Angiojet thrombectomy was performed without benefit. Though subsequent percutaneous transluminal angioplasty of the right femoral artery improved distal flow, extravasation of contrast was noted and the patient was sent for emergent repair of the perforated right femoral artery. On surgical exploration, the angio-seal components were found to be intra-arterial with the suture exiting the right femoral artery at the arteriotomy. Allegedly, the anchor had penetrated the lateral wall of the right femoral artery 1.5 centimeters proximal to the arteriotomy. The right femoral artery was found to contain 2 calcific plaques at the level of the perforation. It was speculated that intra-arterial deployment resulted when the anchor lodged between the two plaques.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record or lot history was not possible since the lot number was unavailable. One radiographic image was sent in electronically with the event. This image demonstrates an angiogram of a femoral artery. A focal area of stenosis was seen at the level of the mid-femoral head. Contrast was visualized in the bladder also. There are no identification markers or patient identification on the image. The image was unable to be printed or stored. Based on the information received, the cause for the reported event could not be conclusively determined; however, surgical findings revealed the angio-seal was intra-arterial. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU state the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.